Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 3 devices associated with the reported event. However, the first manufacturing report number is 9616099-2018-02009 and the second number is 9616099-2018-02010.

Event description:
Three x units of cordis brite tip 6f 11cm sheaths were used in a av fistula stenting procedure and all 3 units were found post use to have had a portion of the product broken off and missing. The missing bits were presumably left inside the patient at the end of the procedure. Three units of the sheaths were used as there were several re-puncture sites required for the procedure. A CT scan afterward revealed the location of one of the broken bits - lodged in the vessel wall of the av fistula inside the stent. The location of the other broken bits from the remaining sheaths could not be located through scans. The devices will be returned for analysis.

Manufacturer narrative:
As reported, three units of cordis brite tip 6f 11cm sheaths were used in an arteriovenous (av) fistula stenting procedure and all three units were found post use to have had a portion of the product broken off and missing. The missing bits were presumably left inside the patient at the end of the procedure. Three units of sheaths were used as there were several re-puncture sites required for the procedure. A CT scan afterward revealed the location of one of the broken bits which was lodged in the vessel wall of the av fistula inside the stent. The location of the other broken bits from the remaining sheaths could not be located through scans. Three non-sterile "si brite tip 6f 11cm str" were received inside of a clear plastic bag. All three parts have the vessel dilator inserted at the csi cannula. Received parts were numbered to be separately analyzed under different complaint number. The device identified as number 3 was assigned to this product evaluation file. Device number 3 was visually inspected and a frayed/split/torn condition at the distal tip was observed. No other damages or anomalies were detected at the csi or at the vessel dilator. The sem results showed that the cannula tip presented evidence of elongated and deformed material, additionally, evidence of bulged and fold over material was observed, such conditions could result due to the elongation in the material. Elongation is a common characteristic of pieces which were stretched / pulled resulting in a material deformation like the deformations observed on the analyzed cannula tip. No other anomalies were observed during sem analysis. A review of the manufacturing documentation associated with lot 17727123 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The complaint reported by the customer of ¿brite tip/distal tip- separated ¿in patient¿ was confirmed due to the condition in which the product was received. The exact cause of the event reported by the customer could not be determined during the analysis. However, procedural/handling factors may have contributed to the event reported as the presence of elongations and plastic deformations were noted during analysis. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the product history record review nor the product analysis suggests that the reported event could be related to the csi manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. This is one of 3 devices associated with the reported event and the manufacturing report number s are 9616099-2018-02009, 9616099-2018-02010 and 9616099-2018-02010.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt. This is one of 3 devices associated with the reported event and the manufacturing report number s are 9616099-2018-02009, 9616099-2018-02010 and 9616099-2018-02010.